Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, the lever was returned to its original position and the foot closed prior to removal of the prostyle device; however, the prostyle was stuck in the vessel. A cutdown was performed to remove the prostyle device. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.